Event description:
It was reported the device was used during a thorascopic wedge resection. It was reported the linear cutter down on the lung tissue and fired. Surgeon then tried to release the stapler and could not get it to release. This was on the second firing. It cut and stapled appropriately. He pried it open to remove it from the tissue. A competitor product was used to complete the case. There was no consequence to the pt.